Event description:
It was reported that revision surgery was performed on the left hip due to wear at the femoral neck. Only the femoral head was returned for evaluation, and the device lot numbers were obscured by bone.